Event description:
It was reported the pt underwent a surgical procedure on her knee. Once closed, the incision was covered with a hydrofiber surgical dressing. Eight days post-operative, the pt presented to the facility for a dressing change. At the time, the physician noted the pt had an allergic reaction to the dressing. The skin under the dressing was red, blistered and swollen. In addition, the pt indicated she had experienced some itching from the area. The pt's knee was rebandaged with mepitel and melolin dressings. The pt was also treated with a n (unk) antihistamine. No further pt complications were reported as a result of this event.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No add'l pt/event details have been provided to date. Should add'l info become available a follow up report will be submitted.